Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this tachy lead was a case of an attempted implant due to lead tip had broken. The scrub tech gave physician the 6 fr sheath thinking it was 9 fr sheath. When the physician attempted to place the lead through the sheath, the lead tip broke. This lead was never in service, and a new lead was used. No adverse patient effects were reported.